Event description:
Dr was doing laser treatment for tumor ablation in the bronchus area. The laser fiber sparked and dr extracted the fiber. Pt experienced blanching.

Manufacturer narrative:
H.3 - the user facility has not sent a report of their findings. The facility did send the fiber to coherent 1 1/2 yrs. After the incident. The fiber could not be verified as being the same fiber involved in the incident as the lot number was different than originally reported by the facility. Coherent's analysis of the fiber that was sent revealed that this type of failure is usually caused by application of force against the fiber which results in a deformation of the fiber beyond the allowable bend radius as specified in the manual. All fibers are 100% inspected during mfg and high power laser tested prior to shipping.